Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the azactam cadd cassette had a residual of 120 ml (12% of total) even though cadd pump screen stated only 6.1 mls remained. Patient refused hearing any alarms. Cadd pump was programmed correctly. Blue lumen of PICC line flushing sluggish but brisk positive blood return upon pull back. No patient injury was reported.